Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, embedment, difficult to remove, tilt, vein damage, leg cramps, physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported vein damage, leg cramps, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, there are no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging filter tilt, vena cava and organ perforation, embedment and complex removal. Patient notes and further alleges experiencing damage to valves in the veins of both left and right legs, vein/leg cramps daily as well as physical limitations. Additionally, patient alleged a successful percutaneous removal of the cook filter on (B)(6) 2018 due to complications/injuries and subsequent placement of another manufacturer's filter on (B)(6) 2018. Per a (B)(6) 2018 computed tomography (CT) abdomen/pelvis with contrast: "impressions: the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One leg penetrates into the duodenum". "The filter is tilted posteriorly and to the left with its cone penetrating through the wall of the ivc into the perivaval [sic] fat. This may render the filter non removable". Per a18jun2018 CT angiogram chest with contrast, CT abdomen/pelvis with contrast: "an ivc filter is present. It appears to be slightly tilted to the left. The distal prongs of the ivc appear to be slightly beyond the confines of the inferior vena cava" per the (B)(6) 2018 successful ivc filter removal: "there is no evidence of caval thrombus. Initial attempts at grasping the tip of the filter were unsuccessful as the filter was embedded into the wall of the ivc. Subsequently, a 0.035 stiff glidewire was advanced through the struts of the filter and grasped with the snare below the filter. This loop was then pulled into the crotch of the filter and used to pull the filter free from the wall of the ivc. Next, utilizing a loop snare device, with much difficulty due to fibrous tissue overlying the retrieval hook the tip of the filter was finally snared. The catheter was advanced over the filter, folding its legs within the sheath. The filter and sheath were then subsequently removed".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."